Event description:
Affiliate reported that the microsensor was jumping up and down after it had been zeroed. The value was between 18-32 before it was implanted in the patient. The same happened after implantation. The surgeon chose to remove the sensor and contacted the affiliate. The synergy form also indicates that the doctor implanted a new sensor and no problems occurred.

Manufacturer narrative:
It has been communicated that the device is in transit. Upon completion of the investigation, a follow up report will be filed.